Manufacturer narrative:
Patient weight is unknown additional product code: hwc. UDI: (B)(4). Therapy date: unknown date in (B)(6) 2016. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Manufacture date: april 30, 2015. Expiration date: march 31, 2024. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11.0mm ti helical blade 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no rework nor non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was treated two weeks ago ((B)(6) 2016) for an introchanteric fracture and was implanted with nail, blade and interlocking screw. The patient presented with a collapsed femur head and cut out of the helical blade via x-ray. It was unknown if the patient had any pain. On (B)(6) 2016, the hardware was removed (nail, blade, screw) easily and intact. A non-synthes plate and screws were implanted. There was no surgical delay. Patient outcome reported as okay. Concomitant devices reported: 11mm/130 degree titanium cannulated trochanteric fixation nail (part 456.423, lot 7710352, quantity 1); interlocking screw (part unknown, lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).